Event description:
The report received indicated that after two inflations with the 3.00 x 15mm dura star balloon catheter; the balloon burst. The first inflation was at 20 atmospheres (atm) for 18 seconds and the second inflation was at 20 atm for 14 seconds. The balloon was removed from the pt without any difficulty; the intended procedure, percutaneous coronary intervention of a lesion in the mid circumflex, was completed successfully. Further info indicated that the physician did not see the balloon burst; however, when the device was removed there was blood in the balloon.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.